Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this electrode and the associated subcutaneous implantable cardioverter defibrillator (sicd) were explanted due to infection. The patient exercised too soon post implant which caused the sutures to split and resulted in a hemorrhage of the implant site. The patient was admitted to the hospital and the system was explanted. No additional adverse patient effects were reported.